Event description:
Report received from (B)(6) regarding a cutter/burr device in which the "sterile pack was deformed". The alleged defect was observed upon receipt of the product, during inspection. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The cutter/burr device was not received for evaluation. Therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seal. The packaging was inspected under 10x magnification, and foreign material was not observed in the device packaging. Therefore, the reported condition was not confirmed. (B)(4).